Manufacturer narrative:
Since the system is sensing and pacing appropriately, no changes will be made at this time. The patient will be followed. Guidant received additional information in january 2004, that the an invasive procedure was performed, during which a fracture to the rate/sense portion of the lead was noted. The rate/sense portion was capped and replaced. Upon receipt at our post market quality assurance laboratory it was noted that only the proximal segment of lead was returned severed at 16.7 centimeters from the terminal pin. The terminal connector had a cap over it which was removed to inspect and perform testing. Visual inspection found compression in outer coils and puncture holes in molded insulation on both sides at approximately 2.5 centimeters from the terminal pin. This was determined to be most likely from a grasping tool. The returned segment was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Analysis was unable to confirm the field allegation. An initial report was previously submitted to FDA on 05/01/2003; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Guidant received information that the implantable cardioverter defibrillator (ICD) had elevated pacing impedance measurements. It was further reported that no oversensing was noted with the system and no change in sensing or thresholds was observed. Guidant received additional information in january 2003 that the impedance measurements were continuing to climb and the thresholds are also increasing slightly. The r-waves have dropped. Guidant received information that the impedance measurements had climbed to >3000 ohms. A portion of this lead was returned from another manufacturer. The returned portion underwent analysis.